Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the part and lot number were not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided, the reported difficulty to insert appear to be related to challenging anatomical conditions. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3 - date of event: estimated d4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that this was a closure of an unknown vessel using a proglide device. As part of a marketing survey, a physician reported the device did not trigger properly in severely calcified vessels. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.